Manufacturer narrative:
The pump was returned to animas and evaluated. All keypad buttons and the "bolus" button were responding intermittently. The keypad was removed and adhesive was found under the contacts.

Event description:
On (B)(6), 2011, the lay-user/patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the ok and audio bolus buttons required several presses before the pump would respond. In addition, the patient claimed that the keypad was not torn or peeling. The patient did not allege any harm or injury because of the reported issue.